Event description:
It was reported that an ilet device arrived with a cracked or broken screen and physical damage to the unit and packaging, and a replacement was arranged with instructions provided for returning the damaged device. Symptoms included no adverse health effects. Outcomes included no interruption requiring medical care. Investigation included collection of event details and coordination for device return. Investigation of this ilet revealed damage to the device display assembly consistent with physical impact during shipping or handling, with no device alarms or functional alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was damage during distribution or handling prior to use.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.